Event description:
It was reported that during a da vinci sacrocolpopexy with hysterectomy procedure, the surgeon noticed arcing from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. No other info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.